Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was unknown. Two days after receipt of this report, the patient passed away. The cause of death was reported as due to peritonitis. An autopsy was not performed. Dianeal therapy was ongoing until time of death. No additional information is available.